Event description:
It was reported that during a post implant follow up high, out of range, pacing lead impedance noted. Stored egm showed several episodes of non-sustained lead noise. Noise was reproduced with pocket manipulation. All other electrical parameters were good. The physician suspected a loose connection. The pocket was opened and a loose lead-to-header connection was confirmed. After securing the lead, all device and lead measurements were normal and no further noise was observed. The patients condition is good and the system remains implanted.

Manufacturer narrative:
No medwatch form was received.